Manufacturer narrative:
Other relevant device(s) are: catalog # etlw1616c82e, serial # (B)(4), use by date: 2017-12-09, manufactured date: 2015-12-10, and upn# (B)(4). Catalog # etlw1624c156e, serial # (B)(4), use by date: 2017-08-26, manufactured date: 2015-08-27, and upn# (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment an abdominal aortic aneurysm. It was reported that the patient presented emergently. The non-contrasted CT demonstrated a thoracoabdominal aneurysm that had progressed below the renal arteries. There was no visual evidence of endoleaks since there was no contrast with the CT scan. There was an endurant bifurcated graft with aptus endoanchors in addition to the iliac limbs implanted. The physician elected to explant the stent graft. It was reported during the explant procedure, that there was no apparent rupture proximally and the suprarenal anchor pins remained engaged in the aorta and the proximal seal zone of the stent graft appeared to be sitting in thrombus. The left iliac limb was occluded but the iliac was patent and a distal type I endoleak that was back bleeding in to the aneurysm sac, resulting in aneurysm rupture. There was also some liquified thrombus outside of the aneurysm in this area where the likely aneurysm rupture occurred, most likely a contained rupture. The conversion to an open surgical repair was successful. Per the physician, the cause of the contained rupture was due to the tortuosity of the left common iliac artery causing the occlusion and following rupture. No additional clinical sequelae were reported and the patient is fine.